Manufacturer narrative:
Device was not returned. If additional information becomes available, it will be provided in a supplemental report. Device disposition unknown.

Event description:
Right midfoot open reduction + internal fixation + lisfranc stabilisation. Metallosis was observed during removal.

Event description:
Right midfoot open reduction + internal fixation + lisfranc stabilisation. Metalosis was observed during removal.

Manufacturer narrative:
The reported event could not be confirmed, since the device was not returned for evaluation and no other evidences were provided. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. However, a general statement was requested from our medical expert regarding the reported event "metallosis" : the medical statement states the following; " the literature talks about the varying corrosive effects of anodized titanium, relating to the thickness and color of the anodized layers. At a fracture site, wolff¿s law is occurring with a generation of an electrical current, although very slight, the current occurs within the solutions around the plate and soft-tissue and will corrode to metal surface. It is the interaction of an inorganic material in titanium plates, and soft tissue and he degree of roughness of the implant surface, the methods utilized in achieving the surface topography, and the chemistry of implant materials (titanium), are some of the factors that may affect the soft tissue response of the plate to the adjacent soft tissue and create the grayish color. There has been no risk reported with this corrosive action since the levels of local metal ions and systemic ions is usually at very low levels in these cases. In case of high levels of metal ions, risks have been reported associated with local soft tissue damage, delayed hypersensitivity reaction (type IV) and systemic toxicity." This case can thus be classified as patient factors related. It can be explained by how the patient reacted to the device. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If any further information is provided, the investigation report will be updated.